Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during the procedure of the annual maintenance the device forgot all of the software options, and then tf346054, 385002, 446029, 485001 occured in service mode. Summary: options disappeared / options not found.